Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pc board was alarming or defective. Additional malfunctions include the pilot valve for the manifold was contaminated.